Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Ultimately, the was bale to complete the load fill tubing process and resumed insulin delivery. There was no reported adverse impact to the customer.